Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that two encore inflation devices were used in a procedure on (B)(6), 2010 (procedure name, and patient age, gender, and weight are unknown). This report addresses one of the two devices; manufacture report # 3005099803-2010-03288 addresses the other device. According to the complainant, during the procedure, the balloon was inflated however the needle of the pressure gauge did not indicate the rise of pressure. This problem occurred with two encore inflation devices. A third encore inflation device was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4): according to the complainant, the suspect device has been disposed and is not available for return. Therefore, a device evaluation has not been performed; the cause of the reported malfunction is undetermined. Attempts to gain further information have not been successful to date. However, if any further relevant information is identified, a supplemental medwatch will be filed.